Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator associated with a charge time of 31.2 seconds and a battery voltage of 2.58 volts. The calling health care provider asked if the device needed to be changed out immediately. A boston scientific crm technical services consultant (ts) advised that the device would operate until reaching eol status by voltage (2.1 volts), but would have extended charge times for delivery tachycardia therapy. There was no report of adverse patient effects. The device subsequently was explanted ((B)(6) 2008) and replaced with another model guidant ICD, with no adverse patient effects. Device return has been requested. This event will be updated if additional information is received or if the device is returned for analysis.

Manufacturer narrative:
The device was received at boston scientific for disposal in (B)(6) 2013. Engineers performed standard returned product testing and confirmed the device functioned normally during the implanted duration and did meet it's longevity specifications. No further analysis was performed. The device was archived as meeting specifications.